Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level of 521 mg/dl. A manual injection was administered to address bg. Reportedly, customer was using lispro insulin. A system check was performed and air bubbles were observed within the infusion set tubing. Reportedly, the customer filled the cartridge with cold insulin, and was not performing the proper air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. The air bubbles were successfully primed out to address the issue and insulin delivery was resumed.